Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a physician. This case involves a (B)(6) female patient who initiated treatment with synvisc and after few hours experienced pain, swelling and effusion was removed it was reported that the patient had received the 3 injection series 3 times previously without problems. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection (indication, dose, frequency, batch/ lot number and expiration date: not provided). On an unspecified date in (B)(6) 2017 (latency: unknown) the patient experienced pain, swelling, effusion was removed and prednisone was given. Corrective treatment: prednisone for all the events. Outcome: unknown for all the events. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. No other information was provided. Pharmacovigilance comment: sanofi company comment dated 12-jun-2017: this case concerns a female patient who was on treatment with synvisc. And later developed, after receiveing first injection pain, swelling and effusion was removed. Since events. Occurred after receiving the suspect product, hence, the causal role of suspect in the occurrence of the events. Cannot be denied. However, lack of informaton regarding event details, relevant medical history and other risk. Factors precludes the comprehensive assessment of the case.

Event description:
This unsolicited case from united states was received on 07-jun-2017 from a physician this case involves a (B)(6) female patient who initiated treatment with synvisc and after few hours experienced pain, swelling and effusion was removed it was reported that the patient had received the 3 injection series 3 times previously without problems. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection (indication, dose, frequency, batch/ lot number and expiration date: not provided). On an unspecified date in (B)(6) 2017 (latency: unknown) the patient experienced pain, swelling, effusion was removed and prednisone was given. Action taken: unknown. Corrective treatment: prednisone for all the events. Outcome: unknown for all the events. Seriousness criteria: required intervention for all the events . A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 19-jun-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 19-jun-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 12-jun-2017: this case concerns a female patient who was on treatment with synvisc and later developed, after receiving first injection pain, swelling and effusion was removed. Since events occurred after receiving the suspect product, hence, the causal role of suspect in the occurrence of the events cannot be denied. However, lack of information regarding event details, relevant medical history and other risk factors precludes the comprehensive assessment of the case.